Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the leadless pacemaker (lp) was failing to sense and capture. X-ray confirmed the lp had dislodged to the pulmonary artery. The lp was deactivated and replaced on (B)(6) 2024. The patient was in stable condition.